Manufacturer narrative:
The fluid path was tested for leaks. No leaks were found.

Manufacturer narrative:
The device has been returned however our investigation is still ongoing, when the investigation is complete a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to approximately 400 mg/dl (exact value not provided) while wearing the pod between 4 and 24 hours. The patient reported that the pod was leaking insulin. Reported symptoms include nausea, headache, facial flushing, hot flashes and fatigue. The patient was treated with fluids. The patient also reported removing the pod and applying a new one. The patient was released later the same day.